Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Event description:
The user facility reported a patient was admitted with acute myocardial infarction/cardiogenic shock. The impella cp device implanted postoperatively following percutaneous coronary intervention for mechanical circulatory support. During support, the patient was in and out of idioventricular rhythm and lost pulsatility during this rhythm. An echocardiogram was completed to confirm placement. The pump was repositioned several times in an attempt to improve rhythm. However, no improvement was obtained. Antiarrhythmics were attempted without success. The next day it was noted the patient was hemodynamically stable with plans to explant the impella cp pump. The patient was successfully weaned and the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.